Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During a total knee arthroplasty the tibial articular surface provisional fractured while trialing.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the device found that there is a clean fracture of the device. The fracture runs obliquely across the central post in the intra-condylar space. There are also small indications of gouges on the distal and posterior edge of the condyles which is indicative of use. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was considered to be related to the design of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.